Event description:
The surgeon first saw this patient in 2003. They presented with an abdominal abcess. The surgeon performed a small bowel resection, using the mutifire gia 60 3.8 stapler. The patient returned to surgery with symptoms of sepsis and signs of leak. The surgeon stated that the stapled anastomosis line had separated in the center of the anastomosis. They also stated that the final path report showed the same. The patient expired. Because this incident occurred post operatively, there was no product to return for evaluation.